Event description:
According to the info received, this valve was explanted due to paravalvular leak. Due to the fact this explant was being performed at the time of this report was initiated, no other info is available at this time. However, additional info has been requested.